Event description:
A customer reported that a speaker was not audible. There was no adverse impact to the customer's blood glucose level. The customer declined any troubleshooting. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.